Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when she was in pain it led to anxiety. During the call, the patient was constantly talking about her pain. The patient had reflex sympathetic dystrophy syndrome (rsd) and was in constant pain 24/7. The patient had pain in the upper extremities and back. The patient noted she received the implant due to the rsd diagnosis. A return of pain was noted to have occurred on (B)(6) 2016. However, the patient also said she was always in pain due to rsd. There was pain at the implantable neurostimulator (ins) site that occurred the day prior to the report. The patient said that she exercised a lot and was told she could do anything. The patient noticed the pain on (B)(6) 2016 after exercising. It was noted the healthcare provider (hcp) recently discussed the possibility of the patient having a second system as her rsd had moved to her lower extremities. This new pain started in (B)(6) 2015. The patient did not think she would like to have another battery in her. Relevant medical history included rsd, causalgia complex regional pain syndrome, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.